Event description:
It was reported that during pump refill one of the lioresal ampules shattered while trying to pop off the top of the ampule. Patient was sent home without refilling the pump. The pump system was delivering lioresal. Additional information received reported that the patient had 15 days left from the day of report considering a reservoir volume of 4.4ml. Additional information received reported that the dose was not determined. Patient was rescheduled for a refill. Additional information received reported that the patient was scheduled for friday the ((B)(6) 2014) and the new medication was shipped in for the patient.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).